Event description:
A nursing home resident tagged with an alarm device passed through 2 doors which were equipped to detect the alarm device; the resident exited the building undetected because of equipment failure. The same resident went through the same two alarmed doors, undetected because of equipment failure. Rft wanderguard system was installed in senior haven nursing home to let us know when residents identified as at-risk for elopement were attempting to exit the building. Identified residents wear an anklet or bracelet sensor: band unit which causes an alarm to sound when the tagged resident passes through a door equipped to detect the sensors. Undetected elopement can be life-threatening to cognitivity impaired residents. Wanderguard MFR was notified.